Manufacturer narrative:
(B)(4).

Event description:
It was reported that four days post-op to a laparoscopic gastric bypass procedure, the patient was brought back to surgery due to a leak in the staple line. It was stated that the leak occurred on the top staple line of the pouch. The problem was corrected using sutures and a drain was placed into the patient. The device was discarded.